Event description:
Pt underwent lumbar decompression surgery. After performing surgical access to the epidural space at l3/4, the baxano probe was used to gain access to the right l3/4 foramen. The baxano wire was passed through the foramen so that it exited out the skin lateral to the incision. The baxano neurocheck device was used to localize the nerve root, and the current threshold readings obtained from the neuromonitoring system were not favorable. The neurocheck device was detached from the wire and removed. The surgeon removed the wire by pulling it out laterally through the skin incision and prepared to redeploy the probe. At this time a pinhole durotomy was observed and was thought to be caused by the ball tip of the wire coming in contact with the dura. Duraseal was used to repair the dura and there were no further complications reported postop.